Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced recurrent low blood glucose while using the ilet, described as nocturnal hypoglycemia, and chose to discontinue pump therapy and return to manual insulin injections; the user had performed multiple factory resets and requested assistance to prevent aggressive insulin delivery. Symptoms included hypoglycemia. Outcomes included temporary discontinuation of pump therapy and a plan for clinician follow-up to adjust settings or use. Investigation included support outreach, collection of blood glucose information, and troubleshooting education. Investigation of this case revealed cause unclear for hypoglycemia, with no confirmed device malfunction identified from the available information. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.